Event description:
It was reported that a malfunction occurred with the pump, indicated by malf 3, which could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. In response, the customer planned to use mdi as a backup therapy. Technical support advised the customer on storing the pump and arranged for a replacement. The customer was instructed to return the faulty pump within ten days using the provided pre-paid label.